Event description:
It was reported that a small volume folfusor did not flow. This occurred after the device was filled with 2800 mg of fluorouracil and normal saline and connected to the patient. The reporter stated that the port was checked and no issues were noted with it. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 13g056 was manufactured july 25, 2013. The affected device was received for evaluation against the reported condition. Visual inspection and microscopic inspection testing were performed on the device. Visual inspection on the unit (via the naked eye) revealed no evidence of flow at the distal luer when the luer cap was removed. During microscopic inspection of the flow restrictor, it identified there was micro air bubbles blocking the fluid path inside the lumen of the glass capillary. Based on this inspection, the reported condition was verified. The cause of the no flow was due to air bubbles blocking the fluid pathway. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.